Manufacturer narrative:
Pending engineering evaluation.

Event description:
The glenosphere disassociated intra-operatively. The liner, glenosphere and torque defining screw were replaced.

Manufacturer narrative:
Engineering evaluation noted that the glenosphere dissassociation reported was likely the result of the glenosphere not fully seating, possibly due to the reported bone on the inferior side of the glenoid, which allowed the torque screw to engage only a few threads into the glenoid plate.

Event description:
The glenosphere disassociated intra-operatively. The liner, glenosphere and torque defining screw were replaced.